Event description:
It was reported that during a coronary stenting treatment procedure, the patient experienced chest pain and a myocardial infarction. The lesion being treated was located in a vein graft. The physician deployed the filterwire basket past the lesion by retracting the delivery sheath. The lesion was dilated with an apex balloon, the physician then implanted a promus element stent. The physician began retrieving the filterwire prior to post dilation as "he felt it was safe to post dilate without the presence of a filterwire in the vein graft." After the filterwire was retracted, the patient began complaining about constant chest pain. It was noted that the patient was experiencing a myocardial infarction. A clot was noted were the filterwire was deployed. The physician was able to remove the clot and a fair amount of debris with a non bsc catheter. The physician concluded that the filterwire basket had been full and/or the debris had been squeezed out of the basket during retrieval. The procedure was successfully completed with no patient complications. The patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).